Event description:
It was reported to boston scientific corp on (B)(6) 2008 that a rotatable snare device was used during a polypectomy procedure on (B)(6) 2008. According to the complainant, during the procedure there was insufficient electrical current. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed no anomalies that may have contributed to the electrical failure. Electrical testing was performed by connecting the leads of a digital multimeter to the cautery plug, as well as to the distal loop. The resistance between the leads was within spec. The investigation revealed no evidence of either the alleged issue or any defect which could have contributed to the event. Complaint not confirmed. A review of the reported lot was performed; no similar reports have been received. The (B)(6) 2008, 15-month rotatable snare product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).